Event description:
Stapler was applied and fired but when it was time for ils to be inserted in rectum, staple line fell apart - staples never locked. More of rectum had to be resected. Procedure being done was anterior colon resection.